Manufacturer narrative:
The device was not returned for evaluation; therefore, the investigation is inconclusive for the fluid leak, as no objective evidence has been provided to confirm any alleged deficiency with the catheter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model 0600040 catheter allegedly experienced a fluid leak. This report was received from one source. The device was used inside the patient, with no reported patient injury. The patient is an (B)(6)-old male, of (B)(6) kgs.